Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, immediate implantation, pain, mobility. Immediate placement, with torque >50n. Severe pain two weeks later. Excess torque?